Event description:
The physician reports performing cataract surgery with implantation of the crystalens in the left eye. Preoperatively, the patient's bcva was 20/20 with mr +0.50 +1.25 x 100. Postoperatively, the lens was exchanged secondary to a refractive error due to incorrect diopter selection and lens vaulting. The patient's initial postoperative bcva was 20/20 with mr -1.75 +0.75 x 045. The lens was explanted and replaced with a 21.50 d crystalens and the patient's prognosis is good. The current postoperative bcva is 20/20 with mr +1.50 +0.50 x 060.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The lens was returned to b+l and subjected to visual examination, which revealed the lens optic was cut in half, presumably to enable removal from the eye via a small incision. The condition of the lens prohibited further analysis. Root cause: according to the surgeon, the root cause of the reported issue (lens explanted to address refractive error) is related to two factors: lens vaulting and incorrect diopter selection.